Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic variceal ligation (evl) procedure to treat varices performed on (B)(6) 2024. During the procedure, when the bands were attempted to be deployed, the bands got tangled and could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: a video during the procedure with the complaint device outside the patient was provided by the customer and showed the bands were moved and overlapped.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing was returned with six bands still attached and some of the bands had overlapped. The handle did not have evidence that the trip wire was secured. Additionally, the slack was not taken up from the handle slot. No other problems with the device were noted. A media analysis was performed showing the ligator housing with six bands still attached and some of the bands had overlapped. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the ligator housing was returned with six bands still attached. The handle did not have evidence that the trip wire was secured, and the trip wire slack was not taken up from the handle slot. A labeling review was performed and based on the condition of the returned device; this device was not used per the instructions for use (IFU)/product label as the trip wire was not secured and the trip wire slack was not taken up from the handle slot. The IFU states "secure trip wire in slot on handle unit." And "take up slack by pulling proximal end of trip wire on handle unit. " this condition of unsecured trip wire, could have ultimately affected the way the bands are supposed to be deployed once the ligator housing is installed in the endoscope, making the trip wire unable to work accordingly with the handle when deploying the bands. It is most likely that since the trip wire was not secured into the handle slot, the bands could not deploy properly causing the bands to be overlapped. Additionally, the trip wire was found broken which was possibly cut to remove the device from the scope. Based on the available information and the analysis of the returned device, the most probable root cause of this complaint is failure to follow instructions.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic variceal ligation (evl) procedure to treat varices performed on (B)(6) 2024. During the procedure, when the bands were attempted to be deployed, the bands got tangled and could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: a video during the procedure with the complaint device outside the patient was provided by the customer and showed the bands were moved and overlapped.